Manufacturer narrative:
There was a button error alarm and an intermittent up button response due to a corroded keypad. There was no button error alarm during testing. The unit had a minor scratched display window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer called in to report a button error alarm. The customer stated that the insulin pump is worn in the bra. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.